Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip would not open. The procedure was completed with another of the same device without any patient complications. Patient's current condition is unknown.

Manufacturer narrative:
.